Manufacturer narrative:
Manufacturer contacted dealer. Chair has been in service since august of 2005. Dealer reports chair is abused and has performed multiple service calls on the chair.

Event description:
The letter from the attorney alleges the front rigging swung away from the chair as she was going up the ramp to her home, exposing her right leg to the door frame, allegedly breaking her tibia and fibula.